Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) exhibited recurring incontinence secondary to the device no longer functioning. The aus was explanted and replaced with a new device. No further patient complications were reported.